Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related MFR reports: 1627487-2020-04272 and 1627487-2020-04273. It was reported the patient's scs device was explanted due to ineffective therapy. The patient stated she never had effective therapy from the system. The date of the explant procedure was undetermined at this time.